Event description:
A customer reported that they obtained erroneous total bilirubin (tbil) results of 0.1 and 0.2. When repeated on another analyzer, the results were approximately 0.7 mg/dl. The customer also provided examples of tbil results that were suppressed (orr lo). These were not considered discrepant. The customer did not provide numbers or patients, demographic information or printouts for the 0.1 and 0.2 results. No patient results were affected since the incorrect results were not reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Service visited on january 13th and adjusted the photometer, but the customer reported calibration failures on january 19th which may have been a reoccurrence of this issue. Service visited again on january 20th and performed additional repairs, replacing the reagent probes, wash collars and mixer. Note that the parts that were replaced are involved in cartridge chemistry reagent handling and the photometer is used to read all cartridge chemistries, so malfunctions of these parts could affect any cartridge chemistry, including critical chemistries. The manufacturer reference number for this event is (B)(4).